Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: characteristics of current of injury at the time of fixation of active fixation pacing leads. Chinese journal of cardiac pacing and electrophysiology, 2013, 27( 6) : 503 - 506. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that during right ventricular (rv) lead positioning, seven cases of high thresholds or acute lead dislodgement were noted. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.